Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware error. Patient claimed they had received the device from a different patient on (B)(6) 2013.